Manufacturer narrative:
(B)(4). Concomitant medical devices: unk liner. Unk head. Unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02749 and 0001825034-2019-02748. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was being scheduled for a revision procedure due to dislocation and liner would not seat in the shell. However, no revision has been reported to date.

Manufacturer narrative:
Reported event was confirmed by review of x-rays noting that liner was malrotated and not fully seated. One of the acetabular fixation screws extends beyond the medial wall of the acetabulum. There is lucency along the medial and superior margins of the acetabular cup and several of the fixation screws consistent with osteolysis. Anatomic alignment of the left hip arthroplasty along with antibiotic beads placed within the joint are also seen. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.